Manufacturer narrative:
Date of report: 25sep2021.

Event description:
It was reported that the ventilator was alarming ventilator inoperative and all functions stopped working. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer called technical support. The customer was provided with the end-of-life letter for the bi-pap device.